Event description:
Femoral stem fractured near "d" of the etch. Pt has had radiation to the left hip for metastic breast cancer. The retained bone may have been partly necrotic at the medial neck; resulting in a loss of medial support; contributing to the stem fracture.